Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR report: 1627487-2013-04087. It was reported the patient was not receiving stimulation on her right side as this was where her pain pattern was located. Reprogramming was unable to provide the stimulation coverage. The physician planned to send the patient for a surgical lead placement.